Event description:
I had a reconstruction breast surgery following a double mastectomy as a result of breast cancer. A mesh was used by the surgeon to perform abdominal tram flap procedures (transverse rectus abdominis myocutaneous flap). Ever since the surgery, I had many complication and lately I had to go to emergency surgery to treat serious abdominal infection. (B)(6).